Event description:
During a remote follow up, far field r wave oversensing resulting in inappropriate mode switching was observed on the right atrial (ra) lead. Technical support was contacted and recommended reprogramming. No intervention has been performed at this time. The patient was stable and will continue being monitored.